Event description:
Customer stated that while a pt was dialyzing with a ca-hp dialyzer, the machine went into bypass due to either a conductivity alarm or a tmp alarm. The dialysate filters were replaced the alarm was re-set and the treatment continued. Soon after, there was a clotting problem for an unknown reason and air was in the bloodside of the dialyzer. The source of the air is unknown. The customer suspected that there was some opening in the circuit somewhere. The device was shut down and the pt's blood was manually cranked back. There was no pt injury or medical intervention with this incident per the customer. The pt was put on another device and treatment was continued. The dialyzer and bloodlines were discarded.